Event description:
It was reported by the rep that the (1) tlc55 was used during an unknown procedure. It was reported that the device would not fire and that there was no consquence to the pt. No other details were given.